Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left capsular contracture grade unknown, deformity, and confirmed folds and nodules. Device remains implanted.

Event description:
Patient reported left capsular contracture baker grade unknown, "hardened, round", "radial folds", and "nodule" (non device related). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.